Manufacturer narrative:
This device is part of the advisory for this model. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the ER with lightheadness, lethargy, and decrease in pulse rate. The device could be interrogated but no sensing or thresholds were able to be performed. Lead impedances were > 9000 ohms. Lead polarity switch also occurred. The device was explanted. No patient complications have been reported as a result of this event.